Event description:
It was reported by (B)(6) that during service and evaluation, it was determined that the moving parts of the trigger did not move smoothly on the small battery drive device and the trigger was sticky. It was further observed that the device had a contact damage. It was further determined that the device failed pretest for general condition and check for sticky triggers. It was noted in the service order that during post-surgery, it was discovered that the device was damaged. The event was not related to surgery. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. The exact date of the event was unknown. However, it was reported that the event occurred in 2022. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. Device evaluation: the actual device was returned for evaluation. During repair, an evaluation was performed and it was determined that the sticky trigger, identified during service and evaluation was confirmed. The assignable root cause was determined to be due to component failure from normal wear. UDI: (B)(4).